Event description:
It was reported the pump alarmed system failure no network connection. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: device evaluation was performed, visual inspection found chipped top case corners, cracked right plunger case. Unable to view event history log due to blank screen with constant alarm. Used power point method to clear the blank screen problem and continued troubleshooting. Visually inspected all the boards and connections, no damage or loose connections found. Cannot duplicate wireless issue, device passed the wireless test. Customer must download their own script to communicate with their network or the customer might have an issue with their network. No problem was found. No action taken since no problem was found. Customer must download their own script to communicate with their network or the customer might have an issue with their network. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. A service history review identified this device has not been in for service previously.